Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this left ventricular (lv) lead exhibited loss of capture and high out of range impedance measurements leading to the suspicion that the lead was fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected to be fractured. The lead was surgically abandoned. No additional adverse patient effects were reported.